Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383552 and lot number 3354912. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
Investigation results: the complaint of cracked tubing could not be confirmed from the two photographs that were provided for investigation. The photos showed a 22g nexiva IV catheter system during use. No cracks or leaks could be identified in the implicated product. The cause of the reported issue could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero tubing is cracked. The following information was provided by the initial reporter: product concern ticket number: (B)(4) date of incident: 04-sep-2024 concern description: cracked tubing. Occurrences: 1 ea. No patient harm, but 2nd IV insert required.